Event description:
A customer contacted physio-control to report that their device had power cycled intermittently during patient use. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
MDR 0003015876-2020-00511 was sent in error and it is a duplicate of MDR 0003015876-2020-00521.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. A physio-control field service technician performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had power cycled intermittently during patient use. There were no reports of adverse effects to the patient as a result of the reported event.